Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis and reinforcement in a rectal tumor surgery, after the second stitch in a u shape and the suture was tied. They noticed a 1 mm defect on the needle and the stitches broke through the needle holder. They also confirmed thru x-ray that there was no broken needle in the stump of the anastomosis and there was no metal foreign body retained in the abdominal cavity and anastomotic mouth. They washed the abdominal cavity to prevent retention of small metal.